Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black even after withdrawal from the body. Manual compression was performed after the procedure. There was no reported patient injury. There were no visible signs of device or package damage prior to use. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used in an interventional procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). A non-cordis 5f femoral sheath was used. The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator did not show any black. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was visible, with no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, there was no stent near the puncture site, the vessel did not have stenosis greater than 50% at or near the puncture site, the target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vascular closure device (vcd) use. The operator was trained in the device, and the exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The device was not returned as expected.